Event description:
It was reported that there was a loss of image.

Manufacturer narrative:
The product was received as a service repair without being flagged as a complaint. Therefore, the unit was repaired by the service team and it was not evaluated by a complaint technician. Per the service request, the unit was diagnosed for intermittent cable, scratched or damaged window and deformed rear enclosure. The camera head had a tier 3 camera repair which includes replacing the cable, dome switch as well as the front and rear enclosures. After the camera head was repaired, unit is working according to device specifications. A replacement unit was sent to the customer. No further information was provided. Probable root cause: digital board, power supply, main board, transition board. In sum, the unit was repaired by the service team and it was not evaluated by a complaint technician.